Manufacturer narrative:
On june 30, 2021, mentor became aware that the previous submission: (follow up 3) missed patient code capsular contracture. Manufacturer¿s reference number: (B)(4) patient code: capsular contracture.

Manufacturer narrative:
Additional information received on april 12, 2021 indicated that the suspected device lot#: 254115. The replacement device lot#: 9537359, sn#: (B)(6), cat#: 3503004bc the left implant rupture was noted on a mammogram examination dated on (B)(6) 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 18, 2021, additional information received indicated that the patient had capsular contracture grade ii on the left side, and bilateral rupture was symptomatic. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient left prosthesis under MRI examinations showed granuloma. The pre and postoperative diagnosis indicated bilateral ruptures. As a result, patient underwent bilateral subtotal capsulectomy, and replacements with mentor silicone prosthesis. This report relates to the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 275cc silicone prosthesis experienced spontaneous left sided rupture post procedure. The mammography, ultrasound examinations confirmed the rupture. As a result, patient scheduled for an explant on (B)(6) 2021.